Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no-image condition was attributed to a component failure; however, the cause of the residual liquid or foreign material coming out of the scope cylinder (s-cylinder) could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had no image, and residual liquid or foreign material was found coming out of the scope cylinder (s-cylinder). There was no patient involvement.